Event description:
Perseus clinical study. It was reported that during a coronary artery stenting procedure, positioning difficulty was encountered. The target lesion was located in the proximal left anterior descending prox lad with 90% stenosis, a length of 16.0 mm and reference vessel diameter of 3.50 mm. The physician treated the target lesion with pre-dilatation and placement of a 3.5 x 20mm study stent with 0% residual stenosis. During the index procedure the maverick balloon was brought to the lesion and "tended to watermelon seed either forward or backward." The balloon was subsequently placed and two inflations were done with good result. The pt was discharged the next day on aspirin and clopidogrel. There were no further complications and the pt condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).